Event description:
It was reported that left ventricular (lv) lead exhibited high thresholds which resulted in premature battery depletion of the cardiac resynchronization therapy defibrillator (crt-d). The lv lead was capped and replaced and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.